Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the cutting or aspiration function of the vitrectomy probe were not working during set up for retinal surgery. The surgery was completed after replacing the pak with another one. There was no patient contact with suspect product.